Event description:
It was originally reported that there were telemetry issues. An overdischarge was suspected. It was later reported that the patient was not able to adjust stimulation. A "call your doctor" icon displayed. A power on reset occurred. Further information is being requested from the hcp.